Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that when the patient received a shock from the device for ventricular fibrillation and ventricular tachycardia a hot or burning sensation was felt down the right arm. It was further reported that after the shock a red "burn" circle appeared on the right wrist. The device remains in use. No further patient complications have been reported as a result of this event.